Event description:
Sorin group received a report that the display of the s5 cardioplegia sensor module was blank during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group deutschland manufactures to s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the s5 cardioplegia sensor module was blank during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.